Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation on her left shoulder that looks like a carpet burn and bumps between her shoulder blades. Patient reported that it was painful. There was no alleged device malfunction contributing to the irritation. Patient was informed to use cortisone cream by a physician. Follow up indicated that the irritation has improved.